Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav stablepoint open-irrigated catheter was used in a radiofrequency tachycardia ablation procedure. It was noted that the stablepoint tubing was pierced while opening the packaging.